Event description:
During a peripheral stenting procedure, the smart control was deployed in the left iliac. After deploying the stent, there was rupture in the iliac and subsequently, due to complications the pt died. Percutaneous transluminal angioplasty (pta) was being performed on an 80% stenosed lesion in the iliac artery of 70mm in length in a 8mm vessel diameter. The lesion was described as calcified and brittle. An 8 french sheath introducer was used along with an 8 french guiding catheter. Non iconic contrast was used at a 70:30 ratio. There was no difficulty advancing the stent delivery system (sds) and the system did not pass through any bends. There was also no resistance noted while crossing the lesion with the stent. The stent was fully expanded and with good wall apposition during deployment. It was post-dilated with a 9.0x60mm balloon at 18 atmospheres (atm) for unspecified reasons. There was 30% residual diameter stenosis. Following this, a rupture occurred. It was believed that the rupture was not related to the stent but was because the pt was hypertensive and the artery was brittle. An attempt was made to treat the rupture with the covered stent. However, due to unmanageable blood pressure and renal failure, the pt died the same day. An autopsy was not performed.

Manufacturer narrative:
Please note that this device is available for testing and evaluation, but has not yet been received as of this writing. Add'l info received will be submitted within 30 days upon receipt.